Event description:
It was reported to boston scientific corporation that an interject needle was used in the colon during procedure on an unknown date. During the procedure, the needle punctured the sheath and the working length was detached from the handle. The procedure was completed with an alternate device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4,h4: detailed product informaton was not provided to bsc. Based on the nature of the information provided to bsc, it is not posible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of needle punctured sheath.